Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a mildly calcified, de novo lesion in the proximal right coronary artery. The lesion was pre-dilated with a 2.0x8 mm and 2.0x12 mm unspecified balloon dilatation catheter at 12 and 14 atmospheres. A 3.5x12 mm xience v stent was deployed and a distal edge dissection was observed. A 3.5x15 mm xience v stent was used to cover the dissection. There were no adverse patient sequelae and no reported clinically significant delay. No additional information was provided.